Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The representative adjusted the door cable and door switch. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site could not close the gantry. The motions were not working as expected. The site tried to invalidate home and the attempt to re-home but that did not resolve the issue. The system wouldn't fully close when the motion calibration was complete. The site was able to successfully complete one spin before the issue started happening. Medtronic imaging was aborted. There was a reported delay of 1 hour and no other impact to patient outcome.